Event description:
Patient reports one brand new tubing set gave a high pressure alarm immediately after attaching and trying to start the pump. Patient stated that they checked for kinks in line or clamped tubing and there was nothing they could find. Patient was able to successfully change tubing to another tubing which resolved the pump alarm. No problems with pump, serial number not applicable. No changes in breathing or other side effects reported. Patient kept tubing lot number 4257024. Advised patient to hold on to tubing for now in case manufacturer requests it back. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional info, details or dates are available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the infusion life sustaining? Yes; reported to cvs/caremark by pt/caregiver.